Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this patient experienced muscle stimulation, and further examination showed that this right atrial (ra) lead was dislodged. A revision procedure was performed and the lead was removed. No new lead was implanted as the patient has a chronic atrial fibrillation condition. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient experienced muscle stimulation, and further examination showed that this right atrial (ra) lead was dislodged. A revision procedure was performed and the lead was removed. No new lead was implanted as the patient has a chronic atrial fibrillation condition. No additional adverse patient effects were reported.